Event description:
It was initially reported that a web 6x3 device was implanted for an anv ruptured carotid end. Easily detached. The patient woke up with hemiplegia. Patient taken back to the or. Web exited aneurysm and migrated to m1, causing occlusion. Unsuccessful attempt to recover web. The patient was then reported to be in a ¿clinically serious¿ condition. Additional information later reported to microvention stated that on (B)(6) 2025 in the early afternoon, a patient was taken to the neuroradiology unit for embolization of a ruptured of a ruptured left t-carotid aneurysm. Under cover of a 4 x15 balloon, a web 6x3 in the aneurysm, control showed good occlusion of the aneurysm, and the adjacent branches permeable. The final control was perfect, the m1 and a1 branches remain permeable. When the patient woke up, presented with severe right hemiplegia and a complete left sylvian picture. As soon as symptoms were noted, MRI examination [was performed] to [locate] the origin of the hemiplegia. On MRI, performed immediately afterwards occlusion of left m1 with very large downstream ischemia. The web had migrated to m1 left and had occluded the artery. The patient was taken back to the neuroradiology unit for thrombectomy in the late afternoon to attempt to web removal with a goose-neck snare device but without success. Complicated procedure involving multiple techniques and materials to attempt to remove the dmi. Unsuccessful capture of web, which migrated to m1 despite three hours' attempt. Persistent occlusion of the avc m1 middle cerebral artery was occluded by the web migration. Clinical consequences: patient death the date of the procedure was (B)(6) 2025, at 3:00 p.m. And the date of the patient's death was (B)(6) 2025, at 4:00 a.m. The cause of the patient¿s death was a very significant stroke due to occlusion of the m1 segment of the left cerebral artery caused by web migration.

Manufacturer narrative:
Investigation findings: items returned: - n/a; the device remains implanted in the patient and is not available for return. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there was the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot further examine any potential root causes. Batch review: a search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions: the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not re-sterilize and / or reuse the device. Reuse and/or re-sterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and / or re-sterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure: detachment of the device (¿)31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the adverse event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.